Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter is reading high. Said meter is reading always too high and too low. She knows that based on how she feels. She is dosing herself and does not trust the meter. I told her that I will give her call to a specialist, but she refused because she bought already a new more expensive meter and wants to return this one because she can not afford to waste money. She planned to do it with (B)(4) but she cant, due to their policy. On (B)(4) 2012, (B)(4) reviewed audio and complaint requires FDA reporting, updating call with audio details. Customer claiming the meter is always reading inaccurately. Said she compared it to her accucheck and at the doctor's office and it read wrong every time. She stated it's "causing me to go into shock sometimes." Said she's "almost nearly hurting myself" because when it reads too low she would go without insulin when her bg was actually high or the reading would be too high and she would give herself insulin when her bg was actually low. Rep mentioned talking to a specialist to get further details and the customer stated she just wants a refund.